Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl + defibrillator indicating that the device showed a red x. The fse evaluated the device onsite and determined that the red x was due to an ECG error, which was caused by the user performing the operational check incorrectly. The fse performed another operational check and the issue was resolved. The device passed all functional testing and was returned to service. No further evaluation is required at this time. Based on the information available and the testing conducted, the reported problem was determined to be caused by user error. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse correctly performed another operational check and the issue was resolved. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator shows a red x. There was no reported patient involvement.